Event description:
It was reported that during a lobectomy procedure, while the surgeon applied monopolar energy using a monopolar spatula to divide lung tissue, a nearby staple caught fire. The surgeon extinguished the fire by tapping the monopolar spatula against the flame until it was out. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was the first case of the day. There was no delay in the procedure. There was no harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. A clinical development engineer reported that during a case observation they saw that while applying monopolar energy nearby staple caught fire. Through follow up, intuitive surgical, inc. (Isi) gathered that there was no loss of tissue, injury or delay in the procedure. The customer also confirmed that the permanent cautery spatula used will not be returned. No site visit was conducted. The system was working properly and no additional action was required. The probable root cause cannot be determined based on the information provided. The product was not returned and was used in subsequent procedures. The log review performed was inconclusive. The issue was resolved when the surgeon extinguished it by tapping the monopolar spatula against the flame until it went out.